Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned for analysis. Analysis was performed and no anomalies were found. However, performance data collected from the device was received and analyzed. Analysis of this data indicated there was a right ventricular lead integrity alert, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was an unexpected delivery of a ventricular tachyarrthymia therapy. It was noted that the rv lead integrity alert warning was for increased sic (short interval counts) count and 2 or more high rate-ns (nonsustained) episodes less than 220 ms on (B)(6) 2015. The sic count went up to 1068 in 13 hours averaging around 80 per hour. Evidence of over sensing has been noted during vt-ns, high rate- ns and vf episodes that occurred on (B)(6). Unexpected shocks have been noted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient complained of excessive fatigue and shortness of breath. After an echo-cardiogram it was discovered that the patient had significant tricuspid regurgitation due to the rv lead crossing the valve. The lead was explanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient heard the alert and later received inappropriate therapy. It was further reported that the right ventricular (rv) lead had high impedance, oversensing of noise caused by pocket manipulation, and a possible fracture. The rv lead detections and alarms were turned off and the rv lead remained implanted. It was further reported that the rv lead was partially removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead impedance was fluctuating and was confirmed to be fractured. The patient complained of left-sided chest pain during the extraction procedure and the lead was only partially removed and replaced due to adhesions. It was further reported that a chest x-ray revealed a small apical left pneumothorax post procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).